Event description:
It was reported that a patient had a total knee replacement and then had a distal femur fracture treated with a non-synthes distal femur plate and screws. That plate eventually broke due to a non-union at the fracture site. The plate was removed on (B)(6) 2014 and the non-union was treated with a synthes trochanteric fixation nail (tfn). The patient continued to have a non-union of the distal femur and x-rays taken on an unknown date revealed that the tfn had broken at one of the distal locking holes in the nail. The screw at this location had broken as well. Revision surgery was performed on (B)(6) 2015. The surgeon removed the tfn and associated hardware, and performed femoral replacement surgery (total knee) to treat the non-union. This report is for one unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. This report is for one unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.